Event description:
It was reported that a patient received treatments to her right and left flanks and abdomen. A few days post procedure the patient presented with a thermal burn on her left flank. The patient was pre-medicated with three separate medications. The patient was treated three consecutive times using 60j in 5 sites on each respective flank and 9 sites on the abdomen. Water was used as the coupling agent. It was reported that during treatment on the left flank an error messages of decoupling occurred, treatment was continued. The patient tolerated the treatment without incident. There was no mention of erythema or any post-treatment ae or skin issues. Approximately 72 hours post treatment, blistering was noted on the left side, in the form of a 'reversed-l shape.' Post-treatment photo shows superficial skin injury with blistering and dermal swelling. The lesion appears to be partially outside of the treatment area defined by the aesthetician. The patient did not apply ice or heat to the treatment location post procedure. The physician examined the area and concluded that the patient sustained 1st /2nd degree burns and has treated with topical salves with 50% improvement to date. The patient remains under the physician's care.

Manufacturer narrative:
Additional patients were treated with the identical replaceable treatment cartridge (rtc) without issues. The system log was reviewed and aside from decoupling events, no system error had been recorded. A service technician was dispatched to the site and no abnormalities were noted, the system was confirmed to be operating within specification. The rtc was returned and visually inspected and functionally tested. The rtc was confirmed to be operating within specification. Based on the information provided and the investigation performed, the probable cause of the reported event occurred due to device operator error, and incorrect location of the treatment zones. Believed that this resulted in a partial thickness burn that was produced either through reflections of high intensity focused ultrasound from the pelvic bone underneath or from inadequate coupling of the rtc to the subject's skin. This injury also relates to the more anterior location and layout of the 5 zones that appear to be overlying deeper bony structures (poor site selections).